Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a tls 3cg stylet. The depicted device was placed in a plastic bag and appeared to be intact. A sharp kink was observed within the polyimide region. While damage was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this compliant is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "stylet bent." No other information was provided.

Event description:
It was reported "stylet bent." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx1725 showed no other similar product complaint(s) from this lot number.